Manufacturer narrative:
Event site name: (B)(6). Event site address: (B)(6). Supplemental report will be submitted upon completion of additional findings.

Event description:
It was reported that during use on patient, high temperature alarm occurred on cardiosave intra-aortic balloon pump (iabp). The high temperature alarm was caused by air leakage in the drive valve group. The customer replaced the equipment and no patient was harmed.

Event description:
Na.

Manufacturer narrative:
Updated fields - b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected field- d8. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse went to the site to check the equipment and found that the high temperature alarm was caused by air leakage in the drive valve group. He communicated with the customer about the maintenance process. The customer later and they replied that they had already asked a third party to repair it and the product is now functioning normally.